Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level ranging from 30-40 mg/dl. Reportedly, the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.